Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with his current infusion set and reservoir. He experienced a high blood glucose level of 280 mg/dl. The customer treated his high blood glucose level with three units of insulin. The insulin pump alarmed low reservoir, motor error, and no delivery. The customer fell about a week ago and went to the hospital to get x-rayed. He was having mobility issues. The customer experienced a low blood glucose level of 36 mg/dl. He took glucose tablets to treat his low blood glucose level. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners, a cracked display window, cracked belt clip slot and minor scratches on the lcd window.